Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 1.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during the third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient condition was stable.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 1.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during the third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was blood present in the manifold of the device. There were numerous kinks to the hypotube. There was contrast and blood present in the inflation lumen and balloon folds. There was blood in the guidewire lumen. The balloon was tightly folded, and the tip of the device was damaged. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 11mm from the tip of the device. The device failed to inflate to rated burst pressure. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.